Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown

Event description:
A field service engineer (fse) was completing the rosa one upgrade at (B)(6) on (B)(6) 2019. After the upgrade was completed, the accuracy checks were started. The pointer probe passed the kineverif test, but whenever the distance sensor was plugged in, an error would pop up in kineverif stating 'distance sensor failure!' When the calibrate button was pressed. The distance sensor was also tried on the rosa software, and when contactless registration was selected and the distance sensor was attached, the an error occurred again that would not allow registration to begin.

Manufacturer narrative:
A visual inspection of the returned parts has been performed and did not reveal any major damage to the parts. A functional test has been performed. While the distance sensor was functional at startup, it was observed that disconnection occurred when the connector is manipulated by the user. The distance sensor could not initialize following this issue. The most probable root cause of the reported event is a known connector anomaly.

Event description:
A field service engineer (fse) was completing the rosa one upgrade at cleveland clinic florida on (B)(6) 2019. After the upgrade was completed, the accuracy checks were started. The pointer probe passed the kineverif test, but whenever the distance sensor was plugged in, an error would pop up in kineverif stating 'distance sensor failure!' When the calibrate button was pressed. The distance sensor was also tried on the rosa software, and when contactless registration was selected and the distance sensor was attached, the an error occurred again that would not allow registration to begin.